Event description:
On (B)(6) 2010 patient reported the up button on her infusion device stopped working today. Patient stated she noticed the issue while attempting to bolus. Patient reported the button does not push in and pop out when it is pressed. Patient will switch to her backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.